Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was receiving large differences between sensor glucose and blood glucose level readings. The customer also reported receiving calibration errors. The customer stated that shortly before the call, he had a sensor glucose reading of 100 mg/dl and a blood glucose reading of 403 mg/dl. The customer will not return the device for analysis.